Event description:
The customer reports that the swg (spring wire guide) kinked during patient use and it wouldn't recover the shape. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide assembly and a two-lumen catheter for analysis. Signs-of-use was observed on the guide wire tubing and inside the proximal skive hole on the catheter body. Visual analysis of the guide wire revealed three kinks on the guide wire. Additionally, the distal j-bend appeared slightly misshapen. Microscopic examination confirmed the kinks and revealed that the proximal and distal welds were secure and intact. No other defects or anomalies were observed. The kinks in the guide wire measured 376mm, 291mm, and 406mm respectively from the proximal end. The guide wire total length measured 600.5mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .793mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the distal end of the returned catheter. Minor resistance was observed at the kinks; however, the guide wire was able to pass completely through the catheter. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also cautions, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring wire guide and catheter simultaneously". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed three kinks on the guide wire body. Additionally, the distal j-bend appeared slightly misshapen. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during patient use and it wouldn't recover the shape. A new device was used to complete the procedure.